Event description:
Pump was reported to overinfuse. Pump was reportedly set to infuse an unknown fluid at a rate of 50ml/hr with a volume to be infused of 400ml. 50ml delivered in just 7.5 minutes. No add'l clinical details were able to be obtained. No pt injury was reported.